Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg is flipping in the pocket causing pain. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates surgery took place on 13 october 2020 wherein the ipg was buried deeper in the pocket site.